Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed to open. A field service engineer (fse) performed a t-shot and visual inspection, identifying a failed rail. The rail was replaced, and testing resumed with no further issues noted. The user verified proper operation through inventory counts, confirmed all bus and cable connections, and validated drawer and pocket functionality. The system was successfully returned to service after user verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 3 was sticking and catching, preventing it from opening properly. Nursing staff are experienced failures due to this issue. The drawer can be opened only by catching the edge and pulling it manually. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.